Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too deep. An attempt was made to pull the valve back prior to release from the delivery catheter system (dcs) but was unsuccessful. It was reported that the valve was impinging on the mitral valve resulting in increased mitral regurgitation. Attempts were made to snare the valve into a more aortic position but the valve was pulled into the ascending aorta where it was left implanted. A second valve was successfully implanted and the mitral regurgitation resolved. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.